Event description:
Healthcare professional (hcp) reports six incidents of blood leak with the psn 210 dialyzer. The incidents occurred on event date and continued for three weeks. All of the incidents occurred at the start of the patients' treatments and were noted on leak alarms. All of the blood leaks were verified with positive hemastix. Blood was not returned to any of the patients, with an estimated blood loss of 300cc per patient. Treatments were all resumed with new disposable and completed without further incidents. No patient injuries or medical intervention reported per hcp.